Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and priming tests. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion and excessive no delivery tests were unable to be performed due to motor error alarm at bolus delivery. The insulin pump was received with scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 35 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received the motor error alarm during the manual prime. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.